Manufacturer narrative:
This issue is deemed a reportable event since the malfunction led to an inoperable ventilator. The root cause is a malfunction of the flow sensor air. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
The report from hospital say:(B)(6) 2021.when the nurse in the rescue room performed ventilator-assisted breathing treatment for the patient, found that the ventilator alarmed and could not provide the patient with normal ventilation support treatment. Hamilton-c1 made in 2017-09-20 2017 tf231013,431009.